Event description:
An 8mm amplatzer vascular plug 4 (avp4) prematurely detached from its associated delivery wire prior to putting the touhy on the wire. The delivery wire was not rotating at the time. Upon release, the avp4 migrated distally and was percutaneously retrieved from the iliac bifurcation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The 8mm avp4 was returned to sjm along with its delivery cable: each component was decontaminated. The plug was grossly and microscopically examined, and no anomalies were found. The avp4 met dimensional specifications when measured with a caliper. The plug was loaded into a test loader, deployed and retracted without prematurely detaching from the delivery cable, under non-physiological conditions. The delivery cable was grossly examined and was free of anomalies. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the avp4 met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the plug or its delivery cable and the cause of the reported premature detachment remains unknown.